Event description:
It was reported that the customer experienced issues with the touchscreen responsiveness and a fast screen timeout on the unlock screen. Customer's blood glucose level was displayed as high, but the exact value was unknown. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections. Information for a pump reset was shared, and the customer planned to call back for further troubleshooting once ready to reset the pump. There was no recommendation to replace the pump, and the customer was advised to call back when ready for a cartridge change to proceed with the reset.